Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon was ruptured. The procedure was completed with a different device. There were no patient complications reported.